Event description:
It was reported, the patient had his spectra removed and replaced with an ambicor on an unknown date for unknown reasons. No patient complications were reported in relation to this event.